Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pen needle benelux leaked because of high pressure from the needle being blocked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 35 sealed and intact 31g x 5mm pen needle samples were returned from lot. No. 8065934, cat. No. 320794. Visual examination and a clog test was carried out on 30 returned samples and no issues were observed. (Fiona mullally 28 november 2018). Investigation conclusion: visual examination and a clog test was carried out on 30 returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. ((B)(6) 2018). Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. ((B)(6) november 2018). Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. ((B)(6) november 2018).

Event description:
It was reported that bd micro-fine¿ pen needle benelux leaked because of high pressure from the needle being blocked. No serious injury or medical intervention was reported.